Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was implanted following an aortic valve surgery. It could not be interrogated with the programmer on (B)(6) 2016. The physician would like to know quickly how to manage this case. Note that the patient is not device-dependent.

Manufacturer narrative:
(B)(4).

Event description:
The device was implanted following an aortic valve surgery. Reportedly, it could not be interrogated with the programmer on (B)(6) 2016. The physician would like to know quickly how to manage this case. Note that the patient is not device-dependent.